Event description:
The pt was admitted to the hospital. The pt reportedly had otitis media (implanted ear) present at time of onset of meningitis. The implant surgeon reported that the pt has implant site exploration performed (date not given).